Event description:
It was reported by the rep the device was used during laparoscopic assisted vaginal hysterectomy. It was reported the surgeon complained that lcsk5 would not grasp and coagulate the tissue. The surgeon encountered back bleeding from the uterus. 9/4/98 this device was used from start to finish. An add'l device was not pulled. There was no consequence to the pt.